Event description:
The patient stated they had multiple no external power alarms. The patient stated that they were on wall power at the time, but it did not appear so, per the clinician; his story is not consistent.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.